Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced leakage past the plunger. The following information was provided by the initial reporter: the syringes leaks the contents around the gland of the plunger, in a way that it becomes unusable and the contents were lost. I kept the syringe and the wrapper and can hand them over for inspection.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2208011, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Ten retained samples of lot 2208011 were used for additional evaluation. The product was visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak, the stoppers were verified to be properly assembled on to the plunger rod, and no leak was identified. Leakage testing was performed and product was verified to be within required specification. Based on our investigation, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced leakage past the plunger. The following information was provided by the initial reporter: the syringes leaks the contents around the gland of the plunger, in a way that it becomes unusable and the contents were lost. I kept the syringe and the wrapper and can hand them over for inspection.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced leakage past the plunger. The following information was provided by the initial reporter: the syringes leaks the contents around the gland of the plunger, in a way that it becomes unusable and the contents were lost. I kept the syringe and the wrapper and can hand them over for inspection. Reply received on 17th august 2023. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? No patient issues. We would like to ask you to confirm if any samples are available for investigation. If yes, could you please specify if the samples are: unused (before use) I believe there are still more for use, and we are using them with out any problem, so probably it was a one off. Used (during or after use) I kept the syringe that I was using, I still have it important: if used, please confirm if the samples have been used or are contaminated with blood or cytotoxic medication. The syringe is clean it was not even connected to the patient yet and it did not contain any dangerous drugs.

Manufacturer narrative:
(B)(4) follow up MDR for updated device evaluation (device returned): two samples were provided to our quality team for investigation. Through visual inspection, damage was observed within the barrel of one of the syringes. A device history review was performed for the reported lot 2208011, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Ten retained samples of lot 2208011 were used for additional evaluation. The product was visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and the stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed and product was verified to be within required specification. Based on the sample evaluation, the leak occurred as a result of the damage observed in the syringe barrel, the stopper not properly fitting against the barrel wall. While we could not identify a direct cause of the damage, it can occur due to product jamming/moving within the manufacturing equipment. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.